Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Event date and explant date are approximations.

Event description:
It was reported to medtronic neurosurgery that the patient presented with evidence of a device infection about a month after a previous revision. According to the report, the device was removed and the patient was later implanted with a new device. The patient¿s medical history included congenital hydrocephalus.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Device information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.